Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that patient faced hyperglycemia event and diabetic ketoacidosis on (B)(6) 2026. The blood glucose level was 414 mg/dl at the time of the event and got treated with insulin pen. Patient experienced the symptoms of nausea, dizziness, thirst and abdominal pain. No further information available.